Event description:
It was reported that at implant the lead was damaged and had a noticeable kink. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found both conductors were damaged/kinked, which happened at implant. (B)(4).